Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on anterior side assessed as fold flaw opening. Additional observations: ¿ brown particles observed on the surface of the shell. ¿ creases were observed. ¿ wear abrasion observed. ¿ stress marks observed.

Event description:
Patient reported right side ¿rupture¿. Device is explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side rupture, diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.